Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump rejected several batteries. The customer also reported that the insulin pump had battery out limit alarm after battery change. The customer stated that they were having high blood glucose of 485 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the batteries were out greater than duration allowed by the insulin pump and explained to customer that this was a normal insulin pump behavior. The insulin pump will not be returned for analysis.